Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed corrupted data.

Event description:
The pt reported that the pump displayed a text alert message on the screen and emitted a low level audible alarm.